Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. However, a zoll field service representative onsite observed the customer's report. The battery was found to be installed into the device incorrectly. The battery was properly connected by the zoll service representative and the device passed all testing. Analysis of reports of this type has not identified an increase in trend.